Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was not properly powering up. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger won't power up) was confirmed. Upon investigation battery charger powered up intermittently. The intermittent power-up failure was isolated to a defective power supply connector. The root cause for the defective connector could not be positively identified. No adverse event resulted from the defective power supply connector. The patient received a replacement battery charger.